Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent surgery due to knee pain after a fall. Intraoperatively, the surgeon found nothing wrong with the components but implanted a new articular surface.

Manufacturer narrative:
This report is being amended to reflect changes in event problem codes, MFR site, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. No devices or photos were received for exam because the product was discarded by the hospital; therefore, the condition of the device is unknown and both visual and dimensional evaluations could not be performed. The device history records could not be reviewed, as the lot number of the articular surface is unknown. This device is used for treatment. Due to the absence of the lot number, a product history search could not be conducted to identify other related complaints. After reviewing the given information, it was determined that the articular surface was only replaced because it was removed so that the surgeon could better evaluate the femoral and tibial components after the patient had fallen and injured his knee. It was indicated that all the components were well fixed and that nothing needed to be revised. No product issue has been identified based on the given information.